Event description:
It was reported the surveil drug coated balloon (dcb) was used in a procedure to treat a lesion in the right superficial femoral artery (sfa) with moderate to heavy calcification. The dcb was advanced to the target lesion using the crossover method. The balloon was inflated and ruptured at the pressure of 7atm. The issue occurred during the initial inflation. The dcb was removed from the patient without complication. Another surveil balloon was used to continue the procedure. There was no reported resistance during advancement. The dcb was prepped per IFU. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
H3: the drug coated balloon (dcb) was returned for analysis. Analysis confirmed the reported issue. The balloon was inflated with water media and a puncture was observed approximately 9cm from the distal tip. The puncture was jagged and was transverse in orientation.